Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and non-q wave myocardial infarction. The patient underwent cardiac catheterization. The 2.5 x 15 mm, de novo, 90% stenosed target lesion was located in the proximal left anterior descending (lad) artery. The lesion was treated with direct placement of a 2.50 x 16 mm promus element plus stents. Following post dilatation, residual stenosis was 10%. The patient was discharged on aspirin and clopidogrel on the following day. In (B)(6) 2014, the patient was hospitalized due to unstable angina. Coronary angiography showed an instent restenosis of a previously implanted study stent located in the proximal lad. The isr was treated with placement of a 2.5 x 12 mm non-bsc stent with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and clopidogrel on the following day.